Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1000mg/dl, and she has been treated with an insulin drip. It was stated that the customer was not wearing the insulin pump at time of her admission. The nurse requested assistance with settings, infusion site preparation, and insertion. Reviewed the alarm history to find when the customer was disconnected from the insulin pump and found that auto off alarms occurred for the past four days, and the last bolus she gave was on (B)(6) 2012. Assisted the caller with the infusion set/reservoir change and the insulin pump settings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.